Event description:
It was reported that when taking a biopsy of the liver, two needles broke off in the pt. The needles were retrieved. No pt injury was reported. The pt is being observed to ensure no infection developed. No add'l info is available at this time.

Manufacturer narrative:
The device history records were reviewed with special attention to raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. The sample has been returned; however, eval has not been completed. Based on the info available to date, the results of the investigation are inconclusive and the root cause is unk.